Event description:
It was reported that the patient presented for a follow-up in clinic. Upon visual examination, it was noted that the pacemaker had migrated resulting in pocket erosion. The entire pacemaker system was explanted. The patient was in stable condition.